Event description:
Device complication: filter wire trapped between the stent and vessel. Time of complication: during procedure. Symptoms: none. During a case to treat a lesion in the internal carotid artery, in which a buddy wire was being used to help straighten the vessel, the accunet was deployed without issue. After deploying the acculink stent, it was realized that the stent delivery system had inadvertently been advanced over the buddy wire instead of the accunet wire. The accunet wire was trapped between the stent and vessel. The filter wire was cut and the proximal end removed through the groin; however, the patient required surgery to remove the distal end of the wire and the filter basket. The patient was fine throughout the procedure. No additional information was available.